Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("both tubes had evidence of recent inflammation from the essure apparatus") and pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included blood pressure high, gallstones, hyperthyroid goiter and anxiety disorder. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue."). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (she underwent hysteroscopic removal of essure, laparoscopic bilateral tubal ligation with cautery). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the fatigue outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, back pain, fatigue and pelvic pain to be related to essure. The reporter commented: removal details: the essure apparatus were both visible in the tubal os and were removed bilaterally without any difficulty hysteroscopicly. Laparoscopic evaluation the uterus was bulky and appears to have a posterior 3 cm myoma, both tubes had evidence of recent inflammation from the essure apparatus, but no evidence of perforation or acute infection was noted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative; on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain." Most recent follow-up information incorporated above includes: on 12-feb-2019: reporter information was added. Her demographic was added. Her historical conditions were added. Per medical record event: both tubes had evidence of recent inflammation from the essure apparatus was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergo confirmation test". The patient's medical history included blood pressure high. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue."). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (she underwent hysteroscopic removal of essure, laparoscopic bilateral tubal ligation with cautery). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs received- new events added: fatigue, plaintiff did not undergo confirmation test. Were added.new reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (she underwent hysteroscopic removal of essure, laparoscopic bilateral tubal ligation with cautery). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.